Event description:
It was reported from the husband that a cadd® cadd-legacy® 1 pump showed error of 1720 and will not power on. Patient is currently using back up pump. The reported product fault did not occur while in use with a patient and did not cause or contribute to patient injury or clinical injury. Diagnosis or reason for use: pulmonary arterial hypertension.